Manufacturer narrative:
(B)(4). Eval results and conclusion: (excessive tortuosity, severe calcification, stenosis), (stent dislodgement). Eval summary: medtronic has received the relevant device and its analysis has been completed. The stent was not present on the balloon. The balloon had been inflated. The distal tip was severely damaged.

Event description:
An attempt was made to deploy a 2.5 mm diameter x 12 mm length endeavor sprint rapid exchanged (rx) drug-eluting coronary stent into a pt. The target lesion, located in the lad # 6-7, was described as excessively tortuous with severe calcification and 99% stenosis and was predilated. Prior to this, two other attempts were made to stent the lesion, but unsuccessfully. However it was reported that the physician thought it had successfully passed the lesion using the relevant device but soon after that he felt strangeness on his hand and withdrew the device from the body, confirming no stent mounted on the balloon. Ivus showed that the stent had dislodged in the lmt. One other MFR stent was used to crush the dislodged stent to the vessel wall. The pt is reported to be fine and no other clinical sequelae were reported.